Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated they were told to call to get a manufacturer representative (rep) to the hospital to interrogate the patient's pump prior to undergoing an MRI. The patient stated the pump was not working right and was not putting meds out like it was supposed to. The patient stated that someone at the MRI facility checked their pump and 'I guess the MRI tech was going to set it or make sure it was ok so it would go into MRI mode and they told me they can't because it's not working,' and confirmed they were talking about their pump implant. The patient stated they were wondering if a rep was paged or was coming to assist so that they can undergo this MRI. When the manufacturer's patient services specialist (pss) inquired about the event date, the patient stated 'I'm pretty sure it's been like 2 weeks,' and 'it started malfunctioning because I was increasingly getting more and more pain and I already had surgery on my back and stuff and they gave me meds for that, but I've had more increased pain and I couldn't figure out why, and I got my answer last night - I found out it's (the pump) is not putting out what it's supposed to. And they can't do the MRI because they can't take the chance (on something going wrong related to MRI).' The manufacturer's patient services specialist (pss) reviewed the role of a rep and redirected the patient to their hcp.